Event description:
It was reported that electrode #7 on the patient's implantable neurostimulator (ins) showed impedances over 10000 ohms on electrode #7. The patient was not getting adequate pain relief in her lower back. Reprogramming was performed without using contact 7. The stimulation parameters used were 6.0v and 300's pulse width, which resulted in good therapeutic benefit. The patient experienced stomach stimulation at higher pulse widths. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3550-39 lot# n268856, implanted: 2011 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that the patient had a loss of stimulation/therapeutic effect. It was reported of stomach irritation. Patient status at the time of report was alive- no injury adverse event. It was later reported that the patient¿s meds were providing good relief for low back and hip pain. It was noted to get relief in low back with stimulation the patient had to ¿turn it way up, and gets coverage in abdomen¿. It was reported that the stimulation was not as effective as meds for the low back pain and would make the patient nauseous. It was noted that the patient was not using stimulation very often. It was reported that the patient used the stimulation on feet up to 10 hours per day.

Manufacturer narrative:
(B)(4).